Manufacturer narrative:
The insulin pump cracked and bleeding lcd glass. Analysis was unable to performed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test due to display anomaly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 388 mg/dl. The customer states the insulin pump fell off the belt clip and was ran over by the customer. The customer is unaware why her blood glucose is high and is unable to run test on the pump because of the damage. The customer treated for the blood glucose using a syringe. The pump has cracks on the pump and the screen is black. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.